Event description:
It was reported that the removal of the competitor guidewire was difficult and the physician opted to cut off the remaining segment that was protruding from the left ventricular (lv) lead terminal pin, and insert the lv lead into the device as is. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.